Manufacturer narrative:
This report is being updated to provide investigation findings. A review of the device history record (DHR) for the complaint device confirmed that there were no abnormalities in the manufacturing of the device. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Conclusion: based on the physical investigation result, the definitive cause of the event couldn¿t be identified. Based on past investigation results, the probable cause of the event is: the extensive wear of the tissue pad could have happened because the ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for physical evaluation. Preliminary findings are reported. The definitive cause of the customer's experience can not yet be determined. The investigation is ongoing. Physical evaluation of the complaint device revealed the following:the device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is severely worn. The teflon pad is missing a portion and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit however found heavy residue stained onto the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a thunderbeat 5 mm, 35 cm, front-actuated grip, the device was not working properly. There was no patient impact related to this event.